Event description:
The advocate stated, the customer tested her blood glucose and received a reading of "hi" using her breeze2 meter. She retested using another meter and received a reading of 135 mg/dl. The "hi" reading was off the grid, but depending on the actual reading, the difference between the readings would fall in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned for evaluation.